Manufacturer narrative:
This event remains under investigation. At this time, the manufacturer of the implanted leads is not known. A request was made for the field representative to obtain the lead information, as well as the name of the physician and hospital. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) defibrillation lead exhibited high, out-of-range shock impedance measurements of greater then 200 ohms. Also, the pacing impedance measurements on the right atrial (ra) lead were high, out-of-range at greater then 2,000 ohms. Device data was submitted to technical services for review. Non-physiologic noise was observed on the ra and rv leads, and the shock trend showed an abrupt change to greater than 200 ohms in mid (B)(6) 2017. The ra trend showed an abrupt change to greater than 2,500 ohms in early (B)(6) 2018, and the ra pacing threshold had increased from 1v at implant to 4.5v at the last check. It was noted the noise in the rv channel was only oversensed for a few beats, less than 2 seconds. Based on the available data, technical services suspected compromised lead integrity on both the ra and rv leads. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The field representative provided the requested information about the leads, hospital, and physician. After several requests for additional information, it was reported that no changes have been made to the device or leads. The patient was expected for another follow-up soon, but as of today no further information is available.